Event description:
Customer reported device = 140 mg/dl at 10 pm about a month ago. Customer took normal 50 units of insulin. At 6 am, device = 160 mg/dl and customer took normal 48 units of insulin. At 8 am, customer took all of other medications. At 12:30 pm, family member found customer passed out. Paramedics treated them with an IV and admitted them to the hosp. Customer remained in the hosp over night and was then released. No controls. A request was made for return product and replacement product was sent.